Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio advised the customer that their device is no longer supported by physio and, as a result, replacement parts are unavailable.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The cause of the reported issue could not be determined.

Event description:
While performing a preventative maintenance (pm) inspection of the customer's device, physio-control observed that the device would intermittently not detect the test load and gave a "connect electrodes" message.  As a result, the device could intermittently not charge (and therefore shock) when prompted.  The reported issue was observed during testing.  There was no patient use associated with the reported event.